Event description:
The patient experienced a shocking/jolting sensation after picking up an extension cord that was not plugged into anything. Impedance measurements were normal. It was recommended to track the episodes and the company representative would follow up with the patient. Further information was requested.

Manufacturer narrative:
(B)(4).